Event description:
It was reported that during a stone retrieval procedure, closure difficulties were encountered. The stone was located in an unspecified ureter. The segura hemi stone retrieval basket was advanced to the stone and appeared to properly open, however, the basket was unable to properly close. The device was removed and the procedure was completed with another of the same device. No pt injuries or complications were reported. The pt's status is reported as "stable".

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.